Manufacturer narrative:
(B) (4). Physio-control indicated that the paddle handles are not repairable. The paddles will need to be replaced. The customer later confirmed that the old paddles will be disposed of, as they are in the process of purchasing new ones. The failed paddles will not be returned to physio-control for eval; therefore further investigation cannot be performed.

Event description:
It was reported that during testing it was observed that the paddles would not discharge energy. The customer wanted to know if the paddle handles were repairable. There was no pt use associated with the reported failure.